Manufacturer narrative:
(B)(4). On 20-may-2016, the field service representative (fsr) received a loaner ccm, arrived at the user facility and downloaded data logs. The fsr could not duplicate any screen lockup issues. The fsr installed the loaner ccm and copied customer's configurations to the hard drive. The fsr verified loaner ccm software was at version 3.0.2 and set the correct time. The fsr tested loaner and verified customer's configurations were working. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the (B)(6) reported the central control monitor (ccm) froze at the end of a case right after the "yes" was depressed to shut down the system. The (B)(6) had to power off the system-1. The system-1 was rebooted and was able to be shutdown successfully without locking up ccm. There were no reported adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to emdr #1828100-2016-00493. During laboratory analysis, the reported complaint could not be duplicated. The product surveillance technician (pst) shutdown the central control monitor (ccm) over 25 times and observed the ccm to function properly each time. The reported complaint was confirmed by the user facility photograph. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.